Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 800.8000. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(6). Contact email: contact phone: contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on (3) 8015 units with same error code. Serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 800.8000 on all three units has to do with software fault, to resolve the issue he will have to reflash the software on each unit if flash fails next step is to replace logic board on the units. Also (2) of the 8015 were the 4.7 units they are at eol affected 01/01/19, let tech. Be aware of those two no longer have support nor can they come in for repair and we no longer sell parts for the (B)(4) units, but I still explain to customer again the issue and let the tech. Know at this time as a courtesy, all three had the same error code. Tech thank me for my assist.